Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed no visual anomalies with the returned device. Analysis noted however that there was a battery or power issue (ce) and the device was unresponsive. The patient's complaint was confirmed. The device led's scroll continuously. The device was unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that as of a few weeks ago the battery indicator light on the patient's recharger was scrolling green and would not charge. The patient stated they had lost the recharger for a while and after finding it they noticed the scrolling. The patient stated they tried different cords for the dock and that did not resolve the issue. The patient mentioned that they had been wearing overnight pads because they had not been able to charge their implant. A replacement recharger was sent out.